Event description:
The customer reports that there was a problem with saving images to the hard drive and error messages appearing after shots. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced system the hard drive and reloaded the customer software. The system operates as intended.